Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (pre-implant). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 440cc mentor memorygel boost breast implant was found ruptured upon opening the package. It was reported that a different device was used to complete the procedure. There were no patient consequences or additional information reported.

Manufacturer narrative:
On august 30, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, mentor became aware that gel bubbles were observed upon opening the package. Device problem code has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2024, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no bubbles, damage, or anomalies were observed on the smo ro high pro boost gel440cc breast implant. However, a previous image was provided in the complaint, and bubbles were observed in the implant. Bubbles in gel could be interpreted by the customer as gel fracture. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).